Event description:
Pt developed chicken pox within 2 days of implant of drug infusion system. Shortly after that, pt became septic with blood cultures. At explant, drainage was present at both the catheter and pump implant sites. A follow-up letter will be sent to the health care provider for further info on the reported infection.